Event description:
Arthrosis left upper ankle. Information was received on 08 june 2006 from a physician regarding a female patient with an unknown medical history who experienced arthrosis of the left upper ankle. The patient began treatment with synvisc in 2005. The patient received a series of three injections of synvisc into an unknown site on the same day, on an unknown date and in 2005. The next day, the patient experienced arthrosis of the left upper ankle. At the time of this report, the patient had recovered. Please refer to synv-15872 and synv-16032 for events reported by the same reporter. Additional information was received on 19-jul-2005 from the physician. The patient had a history of pain and swelling due to a twisted ankle approximately one month earlier. The patient received the first injection of synvisc eighteen days later, and the second injection fifteen days later into the left ankle. The patient reported to the physician that she could walk "like a weasel" again. The next day, the patient experienced pain, distinct swelling and overwarmth in the left ankle, and could not put weight on her left foot. The same day, the ankle was aspirated and 4.5 ml effusion was withdrawn. The patient was treated with 1 ml xylonest 1% added to 40mg triamzinolon in the left upper ankle and kyro-therapy. The next month, the patient had recovered from the overwarmth. Seven days later, there was still a slight swelling in the left upper ankle. The physician assessed the severity of the event as severe and the causality as definite.